Event description:
Event description guidant received information that the lead safety switch feature in this pacemaker had been activated due to a high lead impedance. The lead impedance was found to be greater then 2500 ohms. The pacemaker is in an advisory.